Event description:
It was reported that the patient's ipg was unable to communicate with external devices. The patient also reported to have experienced two recent falls. Upon further investigation, it was determined the patient had placed their ipg in MRI mode, and they never took it out of MRI mode. The patient has not had therapy on for multiple years and has not attempted to connect in a long time as well. Troubleshooting has been unable to resolve the issue. The patient cannot exit MRI mode. Additionally, the patient also reported to have undergone a major surgery in the pelvis area in (B)(6) 2023, and needing an MRI due to cancer resurgence. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
Section d6b - date of explant is unknown.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the entire system was explanted to address this issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.